Event description:
A dialysis facility reported that there was excessive fluid removal of approx 3kg from a pt during a hemodialysis treatment. The pt was hypotensive at the end of the treatment. She was given 1 liter of saline and was discharged in stable condition. There was no serious injury of illness.